Event description:
It was reported that, during first fitting, a short circuit had been detected on 2 electrode channels. Testing carried out on (B)(6), 2012 shows 5 electrode channels being involved in this short circuit. The pt reported that his hearing sensation had deteriorated. The pt was re-implanted on (B)(6), 2012.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.